Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported needle is leaking at the y-site during mmc infusion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking y-site of an infusion set is unconfirmed because the problem could not be reproduced. One 20 ga x 0.75 in. Miniloc without y-site was returned for evaluation. During an initial visual observation, use residues were observed, and the returned miniloc did not have a y-site as the event description alleges the leak to occur from. A functional test of infusing water into the returned infusion set did not reveal any leaks throughout the returned device. Because the returned miniloc did not appear to leak and it does not have a y-site, the complaint of a leaking y-site is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported needle is leaking at the y-site during mmc infusion. No other information was provided.